Event description:
This initial report concerns (B)(6) female pt and was received from a user facility via the company distributor on (B)(6)2015. The pt's past medical history included hepatocellular carcinoma and right hepatectomy. The pt's concomitant medications were not provided. On (B)(6) 2014, the pt received deb-tace (bead size not provided) using dc bead loaded with 37.5 mg of epirubicin hydrochloride for the treatment of an unk indication. On (B)(6) 2015, 55 days following the procedure, the pt complained of abdominal pain. On CT imaging, an abcess was identified and was treated by drainage. The pt's initial hospitalization was prolonged due the events. As of (B)(6) 2015, the abcess regressed and showed improvement. The physician stated that the event was probably related to dc bead and that a possibility of over-embolization may be considered.

Manufacturer narrative:
Company medical assessment: patient underwent deb-tace and subsequently developed a liver abscess from which they were reported to be recovering. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. The follow up medical assessment concluded that the new information does not change the initial medical assessment. On (B)(6) 2014, tace was performed using drug-eluting dc bead (100-300 pm) one vial loaded with 37.5 mg of epirubicin hydrochloride. A mixture of dc bead and epirubicin was injected through a2 and a3 branches. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2015, contrast-enhanced CT showed large amounts of fluid retention, resulted in emergency admission to the hospital. On the same day, the drainage tube was placed. The patient was diagnosed with abscess (hospitalization and prolonged hospitalization) . On (B)(6) 2015, the patient was discharged from the hospital. Liver ultrasonography showed abscess shrinkage. Over the month of (B)(6) 2015, the contrast-enhanced CT showed a tendency to shrink so a therapy with antibiotics was not given. Causal factors for abscess were reported as dc bead (detail was unknown), epirubicin hydrochloride. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report.

Event description:
Previously reported information concerns patient's past medical history which included hepatocellular carcinoma and right hepatectomy. The patient's concomitant medications were not provided. The patient received deb-tace (bead size not provided)using dc bead loaded with 37.5 mg of epirubicin hydrochloride for the treatment of an unknown indication; 55 days following the procedure, the patient complained of abdominal pain. On CT imaging, an abscess was identified and was treated by drainage. The patient's initial hospitalization was prolonged due the events. The abscess later regressed and showed improvement. The physician stated that the event was probably related to dc bead and that a possibility of over-embolization may be considered. Additional information was received from a physician via a user facility on (B)(6) 2015.

Manufacturer narrative:
Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the patient's prolonged hospitalization. The reporting physician stated that over- embolization may have attributed to the event and the company medical assessment found the event may have been due to use error. No device malfunction or failure was identified in the course of the investigation and no CAPA or field safety corrective actions have been initiated as a result of this complaint. The physician stated that the event was probably related to dc bead and that a possibility of over-embolization may be considered. Additional information received on may 25, 2015: on (B)(6) 2014, tace was performed using drug-eluting dc bead (100-300 pm) one vial loaded with 37.5 mg of epirubicin hydrochloride. A mixture of dc bead and epirubicin was injected through a2 and a3 branches. On (B)(6) 2014: the patient was discharged from the hospital. On (B)(6) 2015: contrast-enhanced CT showed large amounts of fluid retention, resulted in emergency admission to the hospital. On the same day, the drainage tube was placed. The patient was diagnosed with abscess (hospitalization and prolonged hospitalization). On (B)(6) 2015: the patient was discharged from the hospital. Liver ultrasonography showed abscess shrinkage. On (B)(6) 2015: contrast -enhanced CT showed a tendency to shrink. Therapy with antibiotics was not given.

Manufacturer narrative:
MFR report # : 3002124545-2015-00019. (B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation_ no batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace and subsequently developed a liver abscess from which they were reported to be recovering. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/ any new information received will be communicated as a follow-up report. Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the patient's prolonged hospitalisation. The reporting physician stated that over- embolisation may have attributed to the event and the company medical assessment found the event may have been due to use error. No device malfunction or failure was identified in the course of the investigation and no CAPA or field safety corrective actions have been initiated as a result of this complaint.

Event description:
Liver abscess [liver abscess]; dc bead loaded with epirubicin [off label use of device]. Case description: this initial report concerns a (B)(6) female patient and was received from a user facility via the company distributor on 27-feb-2015. The patient's past medical history included hepatocellular carcinoma (hcc) and right hepatectomy. The patient's concomitant medications were not provided. On (B)(6) 2014, the patient received deb -tace using dc bead (bead size not provided) loaded with 37.5 mg of epirubicin hydrochloride for the treatment of an unknown indication. On (B)(6) 2015, 55 days following the procedure, the patient complained of abdominal pain. On CT imaging, an abscess was identified and was treated by drainage. The patient's initial hospitalisation was prolonged due the events. As of (B)(6) 2015, the abscess regressed and showed improvement. The physician stated that the event was probably related to dc bead and that a possibility of over-embolization may be considered. Additional information was received from a physician via a user facility on 25-may-2015. On (B)(6) 2014, tace was performed using drug-eluting dc bead (100-300 microm) one vial loaded with 37.5 mg of epirubicin hydrochloride. A mixture of dc bead and epirubicin was injected through a2 and a3 branches. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2015, contrast-enhanced CT showed large amounts of fluid retention, resulted in emergency admission to the hospital. On the same day, the drainage tube was placed. The patient was diagnosed with abscess (hospitalization and prolonged hospitalization). On (B)(6) 2015, the patient was discharged from the hospital. Liver ultrasonography showed abscess shrinkage. Over the month of (B)(6) 2015, the contrast-enhanced CT showed a tendency to shrink so a therapy with antibiotics was not given. Causal factors for abscess were reported as dc bead (detail was unknown), epirubicin hydrochloride. On 15-jul-2015: follow up report providing the manufacturer final analysis. Additional information received from a company distributor on 20-aug-2015: on (B)(6) 2014 the patient underwent right liver lobectomy. The symptoms that were predictive of tumorigenesis were slight fever and left hypochondrial pain. No biloma (biliary cyst) was observed before tumor development. Possible cause for the liver abscess was: complication and past medical history of the patient, patient's characteristics, the underlying disease (hcc). The patient did not present hepatic cirrhosis or biliary disease. His size of bile duct was within the normal range. No rfa as background treatment. Tace-related matters were: degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): fast, size of the product used (100-300 microm), anticancer drug epirubicin. Possible causative factors of abscess are the size of the product used and the anticancer drug. The physician confirmed that no overembolization occurred. It was confirmed that the doctor who performed the tace procedure was well experienced. The tumor characteristic was reported s4, no other details information. Additional information received from a company distributor on 17-sep-2015: it was confirmed that the degree of embolization was normal. The disappearance rate of contrast medium was about 5 heartbeats, same rate as recommended. The embolization site was s4 segment. The patient had no risk factors such as hepatic cirrhosis, biliary disease complicated nor history of biliary disease. Case comment: the event liver abscess is unlisted according to the current instruction for use of dc bead. This case document an off-label use of dc bead,with epirubicin. The reporter considered the event as probably related to dc bead. The company considers that the role of dc bead in the occurrence of the reported liver abscess cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(4). The follow-up information received on 17-sep-2015 did not change the assessment of the case. Final assessment received on 23-dec-2015: the company considers that the role of dc bead in the occurrence of the reported liver abscess cannot be ruled out. No additional information anticipated. This report is considered final. The case is closed.

Manufacturer narrative:
MFR report # : 3002124545-2015-00019 (B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation_ no batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace and subsequently developed a liver abscess from which they were reported to be recovering. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/ any new information received will be communicated as a follow-up report. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report. Submission of this report does not constitute an admission by biocompatibles (B)(4) that the product caused or contributed to an adverse effect. Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the patient's prolonged hospitalisation. The reporting physician stated that over- embolisation may have attributed to the event and the company medical assessment found the event may have been due to use error. No device malfunction or failure was identified in the course of the investigation and no CAPA or field safety corrective actions have been initiated as a result of this complaint.

Event description:
Liver abscess [liver abscess]; dc bead loaded with epirubicin [off label use of device]. Case description: this initial report concerns a (B)(6) female patient and was received from a user facility via the company distributor on 27-feb-2015. The patient's past medical history included hepatocellular carcinoma (hcc) and right hepatectomy. The patient's concomitant medications were not provided. On (B)(6) 2014, the patient received deb-tace using dc bead (bead size not provided) loaded with 37.5 mg of epirubicin hydrochloride for the treatment of an unknown indication. On (B)(6) 2015, 55 days following the procedure, the patient complained of abdominal pain. On CT imaging, an abscess was identified and was treated by drainage. The patient's initial hospitalisation was prolonged due the events. As of (B)(6) 2015, the abscess regressed and showed improvement. The physician stated that the event was probably related to dc bead and that a possibility of over-embolization may be considered. Additional information was received from a physician via a user facility on 25-may-2015. On (B)(6) 2014, tace was performed using drug-eluting dc bead (100-300 microm) one vial loaded with 37.5 mg of epirubicin hydrochloride. A mixture of dc bead and epirubicin was injected through a2 and a3 branches. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2015, contrast-enhanced CT showed large amounts of fluid retention, resulted in emergency admission to the hospital. On the same day, the drainage tube was placed. The patient was diagnosed with abscess (hospitalization and prolonged hospitalization). On (B)(6) 2015, the patient was discharged from the hospital. Liver ultrasonography showed abscess shrinkage. Over the month of (B)(6) 2015, the contrast-enhanced CT showed a tendency to shrink so a therapy with antibiotics was not given. Causal factors for abscess were reported as dc bead (detail was unknown), epirubicin hydrochloride. On 15-jul-2015: follow up report providing the manufacturer final analysis. Additional information received from a company distributor on 20-aug-2015: on (B)(6) 2014 the patient underwent right liver lobectomy. The symptoms that were predictive of tumorigenesis were slight fever and left hypochondrial pain. No biloma (biliary cyst) was observed before tumor development. Possible cause for the liver abscess was: complication and past medical history of the patient, patient's characteristics, the underlying disease (hcc). The patient did not present hepatic cirrhosis or biliary disease. His size of bile duct was within the normal range. No rfa as background treatment. Tace-related matters were: degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): fast, size of the product used (100-300 microm), anticancer drug epirubicin. Possible causative factors of abscess are the size of the product used and the anticancer drug. The physician confirmed that no overembolization occurred. It was confirmed that the doctor who performed the tace procedure was well experienced. The tumor characteristic was reported s4, no other details information. Case comment: the event liver abscess is unlisted according to the current instruction for use of dc bead. This case document an off-label use of dc bead,with epirubicin. The reporter considered the event as probably related to dc bead. The company considers that the role of dc bead in the occurrence of the reported liver abscess cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).

Manufacturer narrative:
MFR report # : 3002124545-2015-00019. (B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation_ no batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace and subsequently developed a liver abscess from which they were reported to be recovering. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/ any new information received will be communicated as a follow-up report. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report. Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the patient's prolonged hospitalisation. The reporting physician stated that over- embolisation may have attributed to the event and the company medical assessment found the event may have been due to use error. No device malfunction or failure was identified in the course of the investigation and no CAPA or field safety corrective actions have been initiated as a result of this complaint.

Event description:
Liver abscess. Dc bead loaded with epirubicin [off label use of device]. Case description: this initial report concerns a (B)(6) female patient and was received from a user facility via the company distributor on 27-feb-2015. The patient's past medical history included hepatocellular carcinoma (hcc) and right hepatectomy. The patient's concomitant medications were not provided. On (B)(6) 2014, the patient received deb -tace using dc bead (bead size not provided) loaded with 37.5 mg of epirubicin hydrochloride for the treatment of an unknown indication. On (B)(6) 2015, 55 days following the procedure, the patient complained of abdominal pain. On CT imaging, an abscess was identified and was treated by drainage. The patient's initial hospitalisation was prolonged due the events. As of (B)(6) 2015, the abscess regressed and showed improvement. The physician stated that the event was probably related to dc bead and that a possibility of over-embolization may be considered. Additional information was received from a physician via a user facility on 25-may-2015. On (B)(6) 2014, tace was performed using drug-eluting dc bead (100-300 microm) one vial loaded with 37.5 mg of epirubicin hydrochloride. A mixture of dc bead and epirubicin was injected through a2 and a3 branches. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2015, contrast-enhanced CT showed large amounts of fluid retention, resulted in emergency admission to the hospital. On the same day, the drainage tube was placed. The patient was diagnosed with abscess (hospitalization and prolonged hospitalization). On (B)(6) 2015, the patient was discharged from the hospital. Liver ultrasonography showed abscess shrinkage. Over the month of (B)(6) 2015, the contrast-enhanced CT showed a tendency to shrink so a therapy with antibiotics was not given. Causal factors for abscess were reported as dc bead (detail was unknown), epirubicin hydrochloride. On 15-jul-2015: follow up report providing the manufacturer final analysis. Additional information received from a company distributor on 20-aug-2015: on (B)(6) 2014 the patient underwent right liver lobectomy. The symptoms that were predictive of tumorigenesis were slight fever and left hypochondrial pain. No biloma (biliary cyst) was observed before tumor development. Possible cause for the liver abscess was: complication and past medical history of the patient, patient's characteristics, the underlying disease (hcc). The patient did not present hepatic cirrhosis or biliary disease. His size of bile duct was within the normal range. No rfa as background treatment. Tace-related matters were: degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): fast, size of the product used (100-300 microm), anticancer drug epirubicin. Possible causative factors of abscess are the size of the product used and the anticancer drug. The physician confirmed that no over-embolization occurred. It was confirmed that the doctor who performed the tace procedure was well experienced. The tumor characteristic was reported s4, no other details information. Additional information received from a company distributor on 17-sep-2015: it was confirmed that the degree of embolization was normal. The disappearance rate of contrast medium was about 5 heartbeats, same rate as recommended. The embolization site was s4 segment. The patient had no risk factors such as hepatic cirrhosis, biliary disease complicated nor history of biliary disease. Case comment: the event liver abscess is unlisted according to the current instruction for use of dc bead. This case document an off-label use of dc bead,with epirubicin. The reporter considered the event as probably related to dc bead. The company considers that the role of dc bead in the occurrence of the reported liver abscess cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). The follow-up information received on 17-sep-2015 did not change the assessment of the case.

Manufacturer narrative:
Company ref: (B)(4). Dc beads with epirubicin hydrochloride was reported to have been used in the treatment of this pt. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avm's. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the MFR for eval. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: pt underwent deb-tace and subsequently developed a liver abscess from which event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. This event is currently under investigation by the mfg and the conclusions of this investigation/any new info received will be communicated as a follow-up report.